Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of a false positive cefoxitin screen when testing a patient staphylococcus aureus isolate using an unspecified lot of the vitek® 2 (B)(6) test kit. The customer data and staphylococcus aureus isolate were requested but not submitted to biomérieux for investigation. Biomérieux was unable to review any production or final qc release data as the impacted card lot was not provided. The root cause of the customer¿s false positive cefoxitin screen could not be established as the impacted strain and card lot were not provided for investigation.

Event description:
A customer in (B)(6) notified biomérieux of a false resistant oxacillin result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p611 test kit (ref. 22358, lot unknown). There was no mention of repeat testing via the ast-p611 test kit. The customer indicated that alternate method testing via bestbion gradient strip obtained a result of oxacillin susceptible. The customer stated they have had four to five false resistant oxacillin results within the last ten (10) days. However, no details or lab reports were provided by the customer. Only one chart report (minimal information) has been provided by the customer, and shows oxacillin mic>4 (resistant). Lab reports for initial and repeat testing have been requested by global customer service (gcs), as well as details regarding the alleged additional isolates. The customer has not responded to these requests. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.